Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The region the issue took place in was previously reported incorrectly as australia. This has been updated and is now correctly recorded as ireland.

Event description:
It has been reported that the AED did not pass self diagnostic check.